Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unable to login in cfn app and unable to pull medication. The customer reported issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was carefusion application login issue. A technical support specialist noticed the station was set to pacific standard time (pst). Updated the time zone to eastern standard time (est) using the set-timezone command. Verified synchronization information on the server and confirmed station was syncing via debug logs. After consulting with customer, corrected the station time and rebooted it. The station exited critical override, and synchronization information updated correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unable to login in cfn app and unable to pull medication. The customer reported issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.